Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and was hospitalized due to high ketones on (B)(6) 2019. The customer blood glucose level was 19 mmol/l at the time of incident. The customer reported blood glucose was 29 mmol/l last night and brought it down with manual injection. Customer has been using insulin pump system within 48 hours of reported event. Customer was treated in hospital emergency room with syringes and was tired and drained out and did some blood work, checked acid level but all was negative and left with no treatment. Customer stated previous night blood glucose level was 29 mmol/l and gave herself a manual injection, today woke up with 21.6 mmol/l to bring it down, and she gave correction with the insulin pump. Customer was overriding her boluses. Customer does not alleged insulin pump was under delivering. Customer reported that the self test was passed. Customer reported that. The device will not be returned for analysis.